Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump scrolled through numbers without any input by the user. The customer stated that she removed and reinserted the battery, and the insulin pump alarmed battery out limit. The customer stated that she could not do anything on the device because it prompted her to input the date and time. The customer's blood glucose was 155 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No blank display anomaly or battery out limit alarms noted. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation. Operating currents are within specification. The insulin pump has minor scratches on the lcd window.